Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2021. After inserting the sensor, the patient started bleeding. They applied a pressure dressing but was unable to stop the bleeding. After bleeding for 12 hours, the patient went to the emergency department where the patient received 2 sutures at the insertion/ puncture site and the bleeding stopped. It was not confirmed if the patient took any anticoagulant medications. No additional patient or event information is available.